Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation.

Event description:
The customer reported that the unit turns off when you press the charge button, (both on the front panel and the paddles). There was no report of pt involvement.